Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the left anterior descending (lad) vessel with the use of an unspecified device. The graftmaster was advanced, but met anatomical resistance and could not cross the perforation and was not deployed. The perforation was treated using a balloon inflation and was successfully sealed. There was no reported adverse patient sequela. No additional information was provided.